Event description:
Spv was implanted in (B)(6) 2011. After 7 months of use, the patient started to show the symptoms of hydrocephalus. The doctor checked the flow under x-rays and saw the flow stop at the valve. Therefore, he replaced it on (B)(6). Please examine the sample to see if it is occluded.

Manufacturer narrative:
Results of analysis will be developed in a follow-up report.